Event description:
The customer reported that the equipment was not switching on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the equipment was not switching on. There was no reported pt involvement. We are considering this a malfunction based on the customer report. The customer was informed that this unit is out of support. The lack of availability of replacement parts means that philips/customer will be unable to determine conclusively which, if any, assembly failed. No further investigation is possible.